Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level. The malfunction code displayed was malf 12, and the fault ID was available. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. The customer acknowledged the instruction to call back if any malfunction code recurred.